Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal procedure, after connecting the inflation pump to the inflation valve of the balloon dissector, when trying to inflate the balloon by operating the pump, the balloon did not inflate. The pump was operated to inflate the balloon for several times, but the balloon did not inflate. They stopped using it and opened a new device. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon was cut. The obturator, lock collar and trocar balloon appeared to be intact. The inflation syringe was not received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.